Event description:
It was reported that during the implant attempt, the lead had positioning difficulty. It was further reported that after 4 attempts, the helix would not fully retract. The lead was not implanted and a new lead was used. No patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): lead stretched, distal conductor distorted, inner insulation kinked buckled, inner insulation torn, helix distorted/bent, the lead was damaged at implant, and blood noted on helix mechanism; the analyst noted that the lead has been stretched so that the inner tubing buckled and prevents the helix from functioning properly; full lead returned and analyzed.

Event description:
It was reported that during the implant attempt, the lead had positioning difficulty. It was further reported that after 4 attempts, the helix would not fully retract. The lead was not implanted and a new lead was used. No patient complications reported as a result of this event.it was reported that during the implant attempt, the lead had positioning difficulty. It was further reported that after 4 attempts, the helix would not fully retract. The lead was not implanted and a new lead was used. No patient complications reported as a result of this event. August 10, 2010 update: it was reported by the rep that the devices listed on the return product sheet received 28-jul-2010 were actually products that were implanted. The lead, (B)(4), that was returned with this paperwork was the lead that event describes. No new patient information received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.